Manufacturer narrative:
Additionally, device history record and sterilization record were reviewed. No anomalies were found. Results: all records were reviewed and were found to meet specifications. Ans inc. Corp has limited info related to the pt's medical history and is unable to form a medical opinion as to the relevancy of the pt's history to the event reported. Ans inc. Corp defers to the pt's physician regarding medical history.

Event description:
This pt had a spinal cord stimulation system comprised of an eon ipg and a lead. In 2007, the pt underwent a revision procedure to reposition the ipg. It was reported that the pt developed an infection in the ipg pocket following that procedure. The physician explanted the entire system on two weeks later.